Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sleep dysfunction and fatigue. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sleep dysfunction, fatigue, device giving off chemical emissions and noisy. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.